Event description:
It was reported to boston scientific corporation in 2008, that a parachute stone retrieval device was used during a stone retrieval procedure the previous day. According to the complainant, the basket was unable to be opened to capture the stone. When the device was examined, it was noted that the outer sheath, very close to the handle, had an accordian type deformity. The procedure was completed with another device and there were no reported pt complication.

Manufacturer narrative:
Though expected, the suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.